Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead dislodged twice before and now again, due to twiddler's syndrome. The lead was subsequently replaced.

Event description:
It was reported that the right atrial lead dislodged. The lead was repositioned.